Manufacturer narrative:
The device, used treatment was not returned for evaluation, reporting event could not be confirmed a clinical analysis concluded that per complaint details, explantation of the device was performed due to ¿suspected septic loosening of prosthesis¿ and the ¿patient was placed on traction¿ for three weeks. No further clinically relevant information/documentation was provided. Based on the information provided, the root cause of the event was reportedly suspected septic loosening; however, no information on the infection was provided. Patient impact beyond the reported explantation and traction could not be determined, although a future surgical prosthetic procedure could not be ruled out. No further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file and instructions for use document for this failure mode was conducted. Factors and/or potential probable causes that could have contributed to the reported event include but are not limited to surgical technique, poor implant selection, fit/sizing, abnormal motion over time, design of device, osteolysis, and poor ingrowth. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed. Be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, without supporting clinical/medical documents a thorough investigation cannot be performed. Should information become available this complaint can be re-assessed. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported a suspected septic loosening of prosthesis. Prosthesis was removed and patient placed on traction for three weeks.